Event description:
It was reported that burr became stuck in the lesion and vessel dissection occurred. A 1.50mm rotapro and rotawire were selected for use in a coronary arterty disease (cad) treatment in the proximal and mid-left anterior descending artery (lad). During the procedure, when the physician was making the third attempt across the mid-lad, the burr jumped forward and became stuck in the heavy calcium. The device was removed together with the wire and the physician observed the type c dissection. A drug eluting stent (des) was placed and post dilated. It was reported the patient fully recovered.